Manufacturer narrative:
(B)(4). The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a cholecystectomy, the device would not seal as well as usual. After a full seal cycle with an end tone, oozing would occur.